Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was black foreign matter found on the cap of one tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) photo for investigation. The photo was reviewed and the indicated failure mode for embedded foreign matter was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode.